Event description:
In 2008, this patient was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and contralateral leg component. Twenty six days later, the physician suspected a proximal type I endoleak and a gore excluder aaa endoprosthesis aortic extender component was placed the following month. Review of images received by gore indicates endoleaks (type not specified) and minimal wall apposition of the proximal limb. Despite multiple attempts, no further information will be available.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Due diligence was performed to obtain information to complete all blank required spaces on this medwatch.